Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reasons. Additional information from the field representative indicates that this lead exhibited an insulation damage on the proximal portion of the lead. This lead was successfully replaced. No additional adverse patient effects. The complaint device was not returned by the customer; therefore, no product analysis could be performed.